Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was high impedance, an apparent lead fracture, unacceptable thresholds, and oversensing. X-ray revealed that the svc coil appeared to be broken. The lead was explanted and replaced. Once the lead was removed, pieces of the svc coil could be seen on x-ray, but could not be retrieved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) several conductors fractured; full lead was returned and analyzed. The svc cable fracture at the proximal svc cross grove was fatigue. It appears that a cutter was used. A cause for the over-sensing could not be found. The sense cable was attached to the crimp sleeve and there were no fractures at the distal end. Helix/lobe distorted/bent.